Event description:
New information noted that the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the presented for a follow-up in clinic. Upon interrogation, it was noted that implantable cardioverter defibrillator exhibited t-wave oversensing and atrial oversensing causing inappropriate mode switch. No intervention was performed and patient condition was unknown.